Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as defective buffer valves. The fse replaced the buffer valves to resolve the issue. The fse performed verification successfully without further issues. The customer was satisfied, and no further issues were reported. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section e1: initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
A customer reported the generation of erroneous high sodium (na) patient results on their au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics, and the number of patient samples affected is unknown. The customer only provided a verbal example of false result.